Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in resetting it. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any further issues arose.